Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a polypectomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the electricity failed to flow. The physician concluded that there was an electrical problem. Reportedly, this product didn¿t operate. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned product found no anomalies. Electrical resistance testing was performed and found the device within manufacturing specifications. The complaint was not confirmed. The returned device showed neither evidence of the alleged issues, nor any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a polypectomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the electricity failed to flow. The physician concluded that there was an electrical problem. Reportedly, this product didn't operate. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.